Manufacturer narrative:
Unit passed the self-test, displacement test, active current, sleep current, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. No failed battery test noted during testing. Pump communicated and calibrated properly with test guardian link transmitter 3. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter 3 and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 104: was found in the history files and traces. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found evidence of moisture damage on pcba 1 and pcba 2. The j1 connector on pcba 1 was locked properly during visual inspection. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of jun 28, 2024, or two days prior. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case (battery tube) and label damage (stained). No communication pump to transmitter (unresolved) was not confirmed. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Failed battery test was not confirmed. Charge/battery lasts less than expected was not confirmed. Cosmetic damage confirmed at battery compartment. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the transmitter and the pump, keypad/button unresponsive/button error, no delivery/occlusion alarm, failed batt test, damage (physical or cosmetic), charge/battery lasts less than expected, occluded, lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-386, mmt-7841zn, mmt-332a, mmt-7040a. Troubleshooting was not performed for the event.customer reported a short battery life or a low battery alarm.customer reported pump was dropped/bumped and/or pump has possiblephysical or cosmetic damage.customer reported receiving a battery failed alarm.customer reported a past insulin flow blocked alarm.customer reported a keypad anomaly and/or stuck button alarm.customer reported a loss of communication between the transmitter andthe pump. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-386. No product return is required for mmt-7841zn. No product return is required for mmt-332a. No product return is required for mmt-7040a.